Manufacturer narrative:
The t:slim x2 user guide states: humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm, but also reported use of apidra insulin. Tandem customer technical support informed customer that apidra is off-label per the user guide. Customer switched to novolog insulin, and resumed insulin successfully. Customer reported blood glucose level ranged from 120-180 mg/dl.